Event description:
Facility reported that 2 mins into treatment pt complained of feeling dizzy and then immediately stopped breathing. The pt became cyanotic and was placed in trendelenburg. The pt was given normal saline. Bp 60/palp- to 100/palp. 911 called and while getting an airway ready for the pt he began breathing on his own. The entire episode lasted approx 30-45 secs. The md was notified the pt's vital signs were stable and treatment was resumed using a different dialyzer without further incident. The sample was discarded by the clinic.